Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the wake button was not working, requiring the customer to press the wake button multiple times. There was no adverse impact to the customer's blood glucose level. Reportedly, customer will continue to use current pump for insulin therapy.